Event description:
Event description guidant received information that during a routine follow-up appointment, the physician had difficulty interrogating the implantable cardioverter defibrillator (ICD) despite the use of different programmers and telemetry wands. Once a partial interrogaion was achieved it was confirmed that the ICD had not yet reached an eri (elective replacement indicator) battery status. An attempted review of the arrhythmia logbook noted a 'no history available' message.